Event description:
It was reported that, "the skin under the electordes on the l chest was angry red. No blistering was noted. The area was treated with bactroban. The pt was then monitored via pulse ox.